Event description:
Surgeon was performing cataract extraction using phacoemulsification when control of the foot pedal was lost. The foot pedal was to control the flow of fluid by occluding and releasing the tubing. The cassette that collects the fluid would not stay locked in the machine resulting in loss of the vacuum and the aspiration function. The machine would not allow changing of modes (i.e., from irrigation to phaco) by pressing the function button on the face of the console. The machine was turned off, turned on and recalibrated. The surgery resumed without further incident. The surgeon stated that the pt apparently did not suffer a negative outcome from the problems that occurred with the equipment and the prolonged surgery time.